Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On the same day, the patient treated with intraperitoneal (ip) injection of amikacin (250 mg, alternate days for 14 days) and ip injection of vancomycin (1 gram, every fifth day for 14 days) for peritonitis. Four days after hospital admission the patient was discharged and was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.